Manufacturer narrative:
During the device evaluation, corroded rotor and driveshaft bearings were found. Corrosion is a probable cause of overheating due to increased friction. The reason for the serialization with 90039 is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.